Manufacturer narrative:
A specific root cause could not be identified. The customer requested no further investigation after they found an issue with the sample.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low syphilis results for one patient. The initial result was 0.324 (non-reactive). As the patient had a result of 59.47 (reactive) on (B)(6) 2017, a second sample from the patient was tested on (B)(6) 2017 and the result was 0.955 (non-reactive). The original sample was repeated and the result was 28.60 (reactive). The sample from (B)(6) 2017 was repeated and the result was 0.330 (non-reactive). The results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 24769003. The expiration date was requested but was not provided. Al calibrations and qc results were acceptable. The customer stated that the sample was not good, but did not provide any further information.